Manufacturer narrative:
The customer facility name and contact info were not available. The unit was returned to allow an analysis to be performed. If new info is obtained, a follow up report will be submitted. No pt incident reported. This is a follow up to the user facility report submitted and received by masimo. See ref no. (B)(4).

Event description:
Customer reported a masimo cable failure. No pt info provided.